Event description:
Per email from the clinical diabetes specialist (cds) on 17-jan-2025, the user had a severe hypoglycemic event on (B)(6) 2025, requiring emergency medical assistance. The user admitted to giving an extra meal announcement in an attempt to lower her blood glucose. The user has a history of gastric surgery 1.5 years ago and typically eats small meals. On the day of the event, she gave a "more than usual" breakfast announcement, which she later recognized was inappropriate for her needs. She is currently using a dexcom g7 continuous glucose monitor and humalog but has stopped announcing meals due to this experience. During the event, her blood glucose dropped to 34 mg/dl, and she experienced loss of consciousness. Her husband called 911, and paramedics provided intravenous glucose. She could not recall whether she consumed carbohydrates to correct the low. The device issued alerts for low and urgent low glucose. She reported feeling tired after regaining consciousness.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.